Event description:
A medtronic representative reported that during surgery, there was a burning smell from the o-arm. The use of the o-arm was discontinued and the system was removed from the operating room and into the storage room from servicing. The surgery was successfully completed and there was no harm to the pt.

Manufacturer narrative:
Pt info was not available at the time of this report. An investigation of the returned stand alone board and the relay revealed that the diodes on the stand alone board short-circuited, allowing current through the relay in excess of the relay rating causing it to overheat. Although no one was injured, such a failure mode could potentially cause burning to the pt or user.